Manufacturer narrative:
The user facility declined an on-site evaluation of the device by the manufacturer. The user visually observed the saline bag refilling w/dialysate during recirculation. There have been no adverse events associated w/the reported issue. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. There were no occlusions to the drain. The drain line and the drain height were w/in specifications. Additionally, the user reported that all pressures were good and no air was visible in the hydraulics. No further info is available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. However, a records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the DHR record review confirmed the labeling, material, and process controls were within specification.